Manufacturer narrative:
Stretcher serviced by ferno.

Event description:
It was reported that the head end of the cot dropped to the floor. There was patient involvement however, no adverse consequence or clinically relevant delay in treatment was reported.